Event description:
It was reported that, "patient is experiencing pain and cannot put her knees together when she sleeps. She must sleep with a pillow between her knees. She has had both knees replaced but stated that she is only having problems with the left knee. The patient and spouse would like to know if any of the devices implanted in the right and/or left knee were subject to recall."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information (x-rays, medical records, operative notes) was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report. Catalog numbers and lot codes of other devices listed in this report: cat number 5520-b-500, lot number sj4tl description: triathlon-prim tib baseplate. Cat number 5550-l-360, lot number law024 description: triathlon-symmetric patella. Cat number: 5530-p-511, lot number lbd412 description: triathlon-cr tibial insert. It cannot be determined which, if any of these devices may have caused or contributed to the patient's pain.